Event description:
It was reported, that during a diagnostic procedure. The image on both the main and sub monitors disappeared on the video system center. After rebooting several times, the image was restored. And the procedure continued with the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following was observed: visual check - no abnormalities were found. Actual device check - the problem was not reproduced. Operation check - no abnormality was found when the unit was connected and operated according to the instruction manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced. Based on investigation result, it is estimated that a temporary malfunction of the substrate due to an extrinsic factor has occurred because no abnormality is observed in the operation of the device. When the package insert of cv-290 was checked, the following information was observed: -9.2 how to identify and cope with abnormalities - abnormality: no endoscopic image on the observation monitor. - cause: the observation monitor is not turned on. /endoscope is not correctly connected. /scope cable evis luceraelite are not correctly connected. /monitor cable connection is not appropriate. /observation monitor output settings are not appropriate. The various setting screens are displayed. / the color bar image is displayed. /observation monitor brightness settings are not appropriate. The sync signal setting of the observation monitor is not appropriate. /electrical contact points on the scope hardware with foreign bodies (such as chemical residue, water smudge, sebum, dust, or gauze bubbles). Olympus will continue to monitor field performance for this device.